Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with heavily calcified leaflets, pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. However, it was noted the physician¿s first choice was to use a 22mm non-medtronic balloon, which was on back order. During attempt to deploy the valve, at 80% deployment, the valve frame was extremely constrained. The valve was recaptured onto the dcs and withdrawn from the patient. A decision was made to wait for a 22mm non-medtronic balloon to arrive from a nearby facility. A new valve was loaded onto a new dcs. A pre-implant bav was performed with a 22mm non-medtronic balloon. The valve was successfully implanted. It was noted that the procedure was delayed 10-15 minutes while waiting for the non-medtronic balloon to arrive. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.